Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed and the cylinder was removed and replaced as there was a tear in the right cylinder. No patient complications were reported.

Manufacturer narrative:
Upon receipt of these inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination identified wear in one cylinder body. Visual examination also identified that one of the cylinders had been cut into half at the proximal cylinder body, consistent with explant damage. Based on the information available and analysis results, the cause of the reported observations was not established.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed and the cylinder was removed and replaced as there was a tear in the right cylinder. No patient complications were reported.